Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and the anchor site. The patient additionally reported onset of a new spinal pain, which was being evaluated by a neurosurgeon. At the patient¿s request the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the pain at the evoke cls implant site and the anchor site cannot be definitively determined. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed and the product met all requirements for release. Lead information: anchor was a part of the lead kit. Brand name: evoke 12c percutaneous lead kit - 60cm. Model: 103807. Catalog: 1008. Lot number: 9016222706. UDI: (B)(4). Manufacture date: 9/20/2023. Expiration date: 09/19/2024.